Manufacturer narrative:
The pump failed the displacement test, followed by a motor error alarm during the rewind and a motor position encoder error alarm was found at the alarm history file due to an out of phase motor encoder signal. The pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump alarmed motor error. Customer stated it occurred while having an MRI in the diagnostics imaging. The customer's current blood glucose was 145mg/dl. The customer treated with manual injection. The insulin pump was exposed to MRI. Customer reported motor position encoder error alarm. Advised the customer the insulin pump will be replaced and revert back to back-up plan.